Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that o-ring came off of the cartridge and remained on the pneumatic tap. The customer's blood glucose level ranged from 84-85 mg/dl. Reportedly, the customer was able to remove the o-ring and successfully load a new cartridge.